Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the glue that connects the corrugated material to the nasal cannula disconnected during use.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number provided by the customer, and there were no issues found that could relate to the reported complaint. The actual sample was returned for evaluation. A visual exam was performed and it was observed that the nasal cannula was disconnected from the corrugated tubing. Based on the visual exam, the reported complaint was confirmed. The manufacturing facility has reported that the bonding process has been improved for this product. There has been an addition of surface treatment to the nasal adapter with the use of ipa, and also to the nasal cannula with the use of primer.

Event description:
The customer alleges that the glue that connects the corrugated material to the nasal cannula disconnected during use.